Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. An attempt to collect additional information from the patient was attempted; however, unsuccessful. There was no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Based on available information at time of review, the reported allegation of lung disease is assessed as not related to the device in this case. It is possible that the device contributed to the reported allegation of respiratory tract irritation, however, without more information this would not be considered a serious injury. Therefore, the device did not cause or contribute a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. After the third attempt to have the device and components evaluated, the customer responded that no details can be provided without the patient's name and date of birth. At this time, the device has not been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.